Event description:
It was reported that the user experienced a hypoglycemia event with a blood glucose of 70 mg/dl that subsequently rose to 135 mg/dl without treatment, with no device alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included review of the event details and user-reported system performance. Investigation of this case revealed no device malfunction and no alarm behavior, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.